Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD), which had previously triggered recommended replacement time (rrt), exhausted all therapies in multiple episodes. Follow up was conducted and the physician noted that the patient receive appropriate shocks based on their condition. However, it was also reported that the device did not successfully convert two ventricular tachycardia (vt)/ventricular fibrillation (vf) arrhythmia episodes. No intervention was completed. The device is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the device was explanted.